Manufacturer narrative:
Product complaint(B)(4). Investigation summary : according to the information received, "plastic trials are worn out, with damage to the plastic. Possible plastic shards." The product was not returned to depuy synthes, however photos were provided for review. See attachment microsoftteams-image (15), microsoftteams-image (14). The photographs attached were reviewed, however they do not represent the reported complaint condition. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. The overall complaint was unconfirmed as the photographs provided are not representative of the reported complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the device lot number is unknown, therefore a device history review could not be performed.  If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that trial head is worn out and possibly shedding plastic shards. Patient status/ outcome / consequences: no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, (B)(4): device property of: none, device in possession of: none. (B)(4): device property of: none, device in possession of: none. (B)(4): device property of: none, device in possession of: none. (B)(4). Device property of: none, device in possession of: none. (B)(4): device property of: none, device in possession of: none. (B)(4): device property of: none, device in possession of: none. (B)(4): device property of: none, device in possession of: none. (B)(4): device property of: none, device in possession of: none. (B)(4): device property of: none, device in possession of: none. (B)(4): device property of: none, device in possession of: none. (B)(4): device property of: none, device in possession of: none. (B)(4): device property of: none, device in possession of: none. (B)(4): device property of: none, device in possession of: none. (B)(4): device property of: none, device in possession of: none. (B)(4): device property of: none, device in possession of: none. (B)(4): device property of: none, device in possession of: none. (B)(4): device property of: none, device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.: true.